Event description:
It was reported that when the respiratory therapist (rt) was performing normal tests, the ventilator shut down with an inop alarm as the unit was disconnected from external power. When the rt plugged the ventilator back in, the unit came back on and alarmed reset. The problem did not occur while connected to a pt.

Manufacturer narrative:
Conclusions - testing by the manufacturer is ongoing.